Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open reduction and internal fixation (orif) of ankle, while closing incision, the needle bent and broke. Another suture was used to complete the case. There was no patient injury.